Manufacturer narrative:
The insulin pump passed all functional testing including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test and excessive no delivery test. However, the insulin pump was received with intermittent act button response due to flattened act button dome switch. No unlocked keypad connector was noted during visual inspection. The insulin pump was received with cracked reservoir tube lip. The insulin pump was received with depleted lithium battery. Data analysis: there is no data listed for the dated of (B)(6) 2016 due to pump being received with a depleted battery installed. (B)(4).

Event description:
It was reported that the customer passed away in a hospital on (B)(6) 2016. The customer was hospitalized on (B)(6) 2016.the cause of death was astimic valve, sepsis with shock liver, multi organ failure and perforated vision. The caller stated that the customer had a hernia, congestive heart failure, elevated liver and kidney levels, and the customer was on a respirator. The caller did not know the customer's blood glucose at the time of death, however, the last recorded blood glucose value was 168 mg/dl on (B)(6) 2016 at 1:36pm. The customer was not wearing the insulin pump at the time of death; it had been disconnected three days prior to passing, due to illness. The customer was not using sensors. The caller agreed returning the insulin pump for analysis.